Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately erratic compared to the same meter. The patient reported blood glucose results of "107 mg/dl" and "193 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found, the complaint was not confirmed. The meter was also returned however testing is not yet completed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.